Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('double puncture') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was done few months before removal. Ultrasound scan - on an unknown date: it was done few months before removal. Concerning the injuries reported in this case, the following one was reported via social media: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('double puncture') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was done few months before removal. Ultrasound scan - on an unknown date: it was done few months before removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('double puncture/ uterine puncture/ essure devices from myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("severly depressed") and general physical health deterioration ("health has greatly deteriorated"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression and general physical health deterioration outcome was unknown. The reporter considered depression, general physical health deterioration and uterine perforation to be related to essure. The reporter commented: it doesn't mess with weight loss?? Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was done few months before removal; on (B)(6) 2008: successful occlusion of the fallopian tubes bilaterally with the essure device.. Ultrasound scan - on an unknown date: it was done few months before removal. Concerning the injuries reported in this case, the following one was reported via social media: perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Event perforation was updated to uterine perforation. Reporters information, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('double puncture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and depression ("severly depressed"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the perforation and depression outcome was unknown. The reporter considered depression and perforation to be related to essure. The reporter commented: it doesn't mess with weight loss?? Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was done few months before removal. Ultrasound scan - on an unknown date: it was done few months before removal. Concerning the injuries reported in this case, the following one was reported via social media: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet:: event "severely depressed" added and reporter information added. Follow up 2 and 3 processed together on 20-mar-2020: content from plaintiff fact sheet:: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('double puncture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("severly depressed") and general physical health deterioration ("health has greatly deteriorated"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the perforation, depression and general physical health deterioration outcome was unknown. The reporter considered depression, general physical health deterioration and perforation to be related to essure. The reporter commented: it doesn't mess with weight loss?? Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was done few months before removal. Ultrasound scan - on an unknown date: it was done few months before removal. Concerning the injuries reported in this case, the following one was reported via social media: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event "general physical health deterioration" was added. Implant date was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.